Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (communication faults) was confirmed. As received, the belt failed testing. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrodes (te) was pulled from the dn strain relief, damaging internal wires. The cause of the communication faults is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a german patient's device was producing communication faults.